Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause could not be determined due to the device was not returned to olympus for evaluation. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The technical assistance center (tac) emailed the customer to recommend to check the video cable to ensure it is connected the serial digital interface, to check the ground for circuit ground loops, and to keep all of the cables as short as possible. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center display goes out while using the electrosurgical generator. There was no patient harmassociated with the event.